Event description:
Boston scientific received info that prior to being discharged from the hospital, the pt coded and chest compressions along with external shock were administered. The electrophysiologist alleged that ventricular loss of capture caused the pt to code. It was noted that the right ventricular (rv) lead threshold measurements had increased to 4 volts at 2.0 ms and the r-wave amplitude had decreased from 10 mv to 5 mv. A rv lead dislodgement was confirmed. The boston scientific sales representative (sr) sent technical services (ts) a telemetry strip from 20 minutes before the pt coded and another telemetry strip from after the pt was stabilized. The sr was questioning if the strip showed evidence of non-sustained ventricular tachycardia and if the rv lead dislodgement could have occurred after the chest compressions began. After reviewing the telemetry strips ts stated that there is no evidence of loss of capture and that they do not believe it was a factor in the ventricular tachycardia episode that was included in the strip. Ts also stated it is possible that chest compressions could dislodge a lead after only two weeks of implant; however, there is no evidence to show if the increased threshold measurements contributed to the loss of capture or if the chest compressions contributed to the dislodgement.